Manufacturer narrative:
According to the customer on 3/19, "the foley was inserted into the female patient and the rn used the enclosed syringe with 10ml sterile water to inflate the balloon. The surgeon needed to perform a cystoscopy, so she deflated the balloon and removed the catheter. During the cystoscope, the surgeon noticed a foreign body floating in the bladder. Further visualization caused the surgical team to suspect it was a piece of the foley catheter. The foley catheter was inspected and found to be missing just the balloon". The customer also reported that "the surgeon spent a considerable amount of time trying to retrieve the piece and eventually asked to have a urologist consulted to assist her. During the process of contacting a urologist that was available to come in that moment, the surgeon was able to grasp the piece with a grasper and removed it". The sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 3/19, "the foley was inserted into the female patient and the rn used the enclosed syringe with 10ml sterile water to inflate the balloon. The surgeon needed to perform a cystoscopy, so she deflated the balloon and removed the catheter. During the cystoscope, the surgeon noticed a foreign body floating in the bladder.